Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the devices were contaminated with unknown liquid residues and most probably the brownish stains remained on the devices were due to inappropriate cleaning/sterilization method. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during a cleaning process, it was discovered that three saw blades devices had brown spots on them. During the pre-repair diagnostics assessment, it was determined that brownish stains were found on the surface of the saw blades devices. It was determined that majority of the stains were removed with acetone; however some of the satins still remained on the surfaces. It was further observed that the devices had some scratches and signs of use, which was determined to be normal after multiple use of the device. It was determined that the devices were dirty, oily and corroded. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.